Event description:
On 7/12/85 an aus device was implanted. Pt reported a couple of years after the implant the cuff was removed from the pt due to infection or erosion, pt can't remember exactly when this was all done.